Event description:
Additional information: the account reported that it was unknown why the motor stop command was pressed.

Manufacturer narrative:
Section b5: additional information. Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log file confirmed a pump stoppage event due to the motor stop command being received; however, a direct cause for the motor stop command being received could not be conclusively determined through this evaluation. The controller event log file contained data from (B)(6)2020. The log file recorded an lvad off alarm and low flow alarm on the morning of (B)(6)2020 associated with the motor stopped command being received. Approximately 1 second later, the pump speed dropped to 0 rpm. The pump regained speed 4 seconds following the pump stop and remained above the low speed limit for the remaining duration of the log file. The log files appeared to capture the pump operating as intended. The patient remained ongoing on (B)(6). The hm3 lvas IFU describes all system alarms and the recommended actions associated with them. This IFU states to use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1, then a stopping pump message will be displayed. This IFU further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient had a pump stop event caused by pump stop button being briefly activated at the system monitor. The file showed the patient was connected to the power module at this time. The remainder of the log file was unremarkable.